Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The false downstream occlusion alarms were unable to be reproduced, but were confirmed through baxter's functionality testing. Evaluation found the downstream sensor readings with a fluid filled set were above specification, as well as a narrow pressure plate gap. Both these conditions are known contributors to false occlusion alarms. The unit was reworked and calibrated per baxter's service procedure.

Event description:
During baxter's functionality testing, a spectrum pump had false downstream occlusion alarms. There was no patient involvement.